Manufacturer narrative:
Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies and resumed insulin delivery. Reportedly, the customer is using apidra insulin. Cts informed the customer that apidra insulin is off label per the tandem user guide. System check was performed by tandem technical support (cts) and there was a blockage in the tubing for the first event. Customer changed tubing and resumed insulin delivery. Customer¿s blood glucose level was in the 200 mg/dl range.